Manufacturer narrative:
Approximately 9.5 cm of the ventricular catheter was returned. The returned catheter met the specifications for patency and leak testing. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the patient had an enzyme deficiency called mps. According to the report, the patient had a large build-up of gags. The report stated that shunt was explanted.